Event description:
It was reported to philips that the device failed the ECG check on the operational test. There as no patient involvement.

Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty ECG 12 lead and trunk cables. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the ECG 12 lead and trunk cables. The ECG 12 lead and trunk cables was replaced to resolve the reported issue. And the device passed all performance assurance testing.